Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being completed at mako surgical. A supplemental report will be filed when additional information is obtained.

Manufacturer narrative:
Reported event: an event regarding a failed rio registration involving a 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method & results: device history review: a review of the DHR associated with rio 256 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed rio registration. There were only 4 other reported events (B)(4). Conclusion: the session data and system accuracy checks from the case were reviewed. An analysis of arm errors, end effector constants, end effector assembly, base array motion, and camera performance were completed. Based on this analysis, the camera accuracy check gave several borderline rms values. Thus, a pm and kinematic calibration has been conducted since the event date and no reoccurring events have been noted.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After registering the acetabulum, the rio checkpoint failed and then multiple rio re-registration attempts failed as well. The surgery was completed using manual instruments. The case was successful and there was no harm to the patient.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After registering the acetabulum, the rio checkpoint failed and then multiple rio re-registration attempts failed as well. The surgery was completed using manual instruments. The case was successful and there was no harm to the patient.